Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer stated that menu button and down arrow buttons were unresponsive. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with unresponsive keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Unable to download using thump software. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Electronic stack was placed into a test case to obtain software version. The following were noted during visual inspection: scratched case. In conclusion, unresponsive keypad was observed during analysis due to the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.